Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. (B)(4).

Event description:
It was reported that the sensor stopped working. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient stated the sensor stopped work and could not remember the exact alert on the mobile app. The patient experienced hyperglycemia where their blood glucose value went up to 700 mg/dl and the patient was not receiving cgm readings due to the sensor not working. The patient was taken to the hospital and was admitted to the as she experienced a myocardial infarction (mi) not related to the dexcom system. She had received a cardiac stent on (B)(6) 2022 and informed that her heart was working at 30 percent capacity. At the time of the report, the patient was recovering at home, on oxygen therapy and can only take short walks. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional patient or event information is available.